Manufacturer narrative:
.

Event description:
It was reported that the patient developed an infection at the skin flap. The patient was treated with antibiotics (type unknown). A debridement of the patient's flap was performed. The patient's device was explanted. The patient was implanted on the contralateral ear the patient is being monitored.